Event description:
It was reported that machine alarm and can not perform machine control breathing, the machine shows apl valve failure, and the ventilator asm didn¿t work during usage. No health consequences have reportedly occurred.

Manufacturer narrative:
It was reported that machine alarm can not machine control breathing, the machine shows apl valve failure, and the airbox could not be inflated. After inevstigation, the reported issue was "the ventilator asm (part no.8607211) didn¿t work". And the fse has visited on site and preliminary judge that the maintenance is not performed. The quotation of the o2-sensor (capsule), fabius gs servset (1 year), and ventilator asm (part no.8607211), not the pump) has been provided to the customer and waiting for the reply. Currently, the log and the part has not been returned for further investigayion. So the root cause could not be confirmed. If the log and part was available later, the further investigation will be performed and uodated accordingly .

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that machine alarm and can not perform machine control breathing, the machine shows apl valve failure, and the ventilator asm didn¿t work during usage. No health consequences have reportedly occurred.